Manufacturer narrative:
The insulin pump had a cracked case at the display window corners, a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads. The insulin pump passed the unexpected restart error test with no alarm. The insulin pump had intermittent button response due to corroded keypad traces.

Event description:
Customer reported that the buttons on the insulin pump's keypad were unresponsive. Customer also reported receiving an error alarm on the insulin pump. Most recent blood glucose level before the call was 210 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.